Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold resulting in high battery drain on the device. The device was explanted and replaced. The patient was stable.